Event description:
A 3.5mm diameter x 24mm length medtronic ave s670 over-the-wire stent delivery system was inserted into the moderately calcified left anterior descending artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the guide catheter. Upon removal into the guide catheter, the stent dislodged from the stent delivery balloon. The dislodged stent was snared from the coronary artery, successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter without coaxial alignment and for not performing 1:1 pre-dilatation. There was no add'l clinical sequelae reported relative to the event. There is no further info available from the physician or user facility.